Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. Clarification to d6b. Explant date: only year was reported. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.